Event description:
It was reported the neurostimulator device was not therapeutic for the patient and they requested an explant. The patient underwent explant surgery. There were no patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported the neurostimulator device was not therapeutic for the patient and they requested an explant. The patient underwent explant surgery. The serial number for the tined lead is unknown and there is no electronic medical record system for cases completed in the canadian market. As such, the clinical specialist for canada do not have access to, store, or retain any patient health information, including serial numbers. In their role, they do not collect or manage any personal health data, as they do not have the legal authority, consent, or infrastructure to store, distribute, or access such information. The only information they may temporarily reference is limited to basic contact details, used solely for the purposes of pre-operative education and trial coordination. Once a case or trial is complete, this information is not retained.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. Sections b5, h6: evaluation method codes, and h6: evaluation conclusion codes have been updated.